Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis without the stent. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent markings were evident on the entire length of the balloon wall indicating that the stent was crimped on the balloon prior to dislodgment. A visual examination of the bumper tip showed signs of slight damage on the distal edge of the tip. This type of damage is consistent with the tip being pushed against a restriction. A visual and tactile examination found severe kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found a kink at the guidewire exchange port. This type of damage is consistent with excessive pressure being applied to the delivery system. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the stent dislodged in the chronic totally occluded right coronary artery (rca). After the stent was retrieved, the distal rca was not treated as the physician thought that other stents would not cross. The patient returned to the hospital room and their condition worsened. Cardiac tamponade occurred. It was suspected that a vessel perforation occurred due to difficulty maneuvering the guide wire. The patient was transferred to another hospital for surgery. The patient's current condition is unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the severely tortuous distal right coronary artery (rca). A 4.00 x 20 synergy¿ drug-eluting stent was advanced with a non-bsc micro catheter but failed to cross the lesion. Upon removal, the non-bsc micro catheter was caught with the synergy device and the stent dislodged. A wire was entwined and the device was then retrieved. The procedure was completed without inserting a stent into the distal rca. No patient complications were reported.